Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. Received maude report that states the patient was taken emergently to the cath lab suffering from a myocardial infarction. Arteriograms revealed a 100% lesion in the mid rca. Pre-dilatation was performed. Significant thrombus was present, and a thrombectomy was performed. A 3.5x28 vision rx stent was deployed across lesion, and a 3.5x12 vision rx stent was deployed proximal to the previously placed stent in a minimally overlapping fashion. Final films reveal no residual stenosis with restoration of timi iii flow. The patient was brought to the ccu that same day complaining of left shoulder pain 8/10, diaphoresis, and a prominent st evaluation and was returned to the cath lab. Films revealed a 100% subacute thrombosis of the previously placed stents with a large thrombus burden. A thrombectomy and predilatation was performed. Some intimal distruption was noted distal to the stents and a 3.0x23 vision rx was placed in an overlapping fashion in the previously stented segment. Post dilatation was performed and timi iii flow was reestablished with resolution of chest pain and st elevations. No additional event or patient information is available.

Manufacturer narrative:
Other, diaphoresis. The second multi-link rx vision coronary stent system indecated is being filed under the same MFR number. Results and conclusion summation - thrombosis, as listed in the vision IFU, is a known adverse event associated with coronary stenting. Angina, thrombosis, EKG/ECG changes and hospitalization are listed as post complications. Possibly the diaphoresis, EKG/ECG changes and angina are secondary effects of the thrombosis which required a thrombectomy and ptci and resulted in hospitalization. A conclusive cause for the patient effects, and the relationship to the product cannot be determined.